Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The steroid plug was noted to be protruding from the tip of the rv lead. The cause of the event was suspected to be the extrusion of the steroid plug. Diagnostic imaging was performed but no anomalies were observed. The patient is stable.

Manufacturer narrative:
The reported events were small rubber cylinder protruding from the tip of the electrode and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of small rubber cylinder protruding from the tip of the electrode was confirmed. Visual examination noted that the steroid plug was missing and not returned for analysis. The cause of small rubber cylinder protruding from the tip of the electrode is consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.